Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a cryo-catheter ablation, a polarxfit was selected for use. The st segment transiently elevated during the insertion of the balloon into the patient's body. Although it was immediately resolved, there was a potential for air contamination, no further complications occurred. The device is not expected to return due to disposal. Additional details indicated that st elevation was noted; however, it resolved on its own without intervention. There was no evidence of air contamination in the equipment. The st elevation coincided with the insertion of the balloon catheter into the sheath.